Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. The customer's blood glucose level was reported to be 512mg/dl. Troubleshoot was unable to be done at the time of call due to customer having hung up. No further assistance or information provided.